Manufacturer narrative:
(B)(4). Batch #t5d14j. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Additional information was requested and the following was received: what is the current patient status? Unk. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No patient consequence.

Event description:
It was reported that during an unknown procedure, the device was blocked. There were no patient consequences reported. No additional information is available at this time.